Event description:
Home health care dealer reported that unit bubbled in center and pushed pt out of bed holding him between bed and wall. Pt was reported to have sustained no injury other than some bruising.